Event description:
The olympus asset device ultrasound gastrovideoscope was returned with no complaint reported by the user. During inspection and testing, the knob wire had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on the bending section cover was detached, the universal cord had a scratch, the grip had discoloration, due to wear of the angle wire the bending angle direction, right/left knob, and up/down knob were out of standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the suction cylinder was shaved, and due to damage on the channel tube the water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.